Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report sleeve steering issues. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve; however, upon rotating the ¿m¿ knob, the sleeve moved in an unintended direction. The cds was removed with the clip attached with the intention to re-straddle the cds with the guide. But a decision was made by the physician to continue the procedure with a new cds instead. One clip was implanted, an mr is 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The return device analysis did not confirm reported unintended movement issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. A review of the compliant history identified no similar incident reported from this lot. Based on information reviewed and without a confirmed failure mode, a cause for the reported unintended movement could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.